Manufacturer narrative:
(B)(4). The increased intraperitoneal volume (iipv) was confirmed in the logs, but not duplicated during evaluation. The root cause was insufficient drain - use error: tidal uf removal set too low (0 ml). The device was in specification relative to iipv found in the logs. There were no problems found during an internal inspection of the device. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the additional iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of the homechoice (hc) machine, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 3947 milliliters (ml) during cycle 5. The largest prescribed fill volume (lpfv) was 2200 ml. This meets the criteria for iipv. Log review. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.